Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil embedded in the uterus') and device expulsion ('coil embedded in the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("way to removal/ my pain started/ scary bad pain,"), post-traumatic stress disorder ("ptsd (post-traumatic stress disorder)"), uterine atrophy ("my uterus and ovary were found to be atrophied where the essure was deteriorated in it") and ovarian atrophy ("my uterus and ovary were found to be atrophied where the essure was deteriorated in it"). The patient was treated with surgery (she had undergone essure removal surgery in 1 year and 1/2 month). Essure was removed. At the time of the report, the embedded device, device expulsion, uterine atrophy and ovarian atrophy outcome was unknown and the pelvic pain and post-traumatic stress disorder had not resolved. The reporter considered device expulsion, embedded device, ovarian atrophy, pelvic pain, post-traumatic stress disorder and uterine atrophy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. The case was upgraded from non-serious incident to serious incident. Events - embedded device, device expulsion and my uterus and ovary were found to be atrophied where the essure was deteriorated in it were added. Reporter were added. Processed with fu up 5 and 6. On 23-mar-2020: information received via social media. Event "ptsd (post-traumatic stress disorder)¿ was added. Reporter were added. On 23-mar-2020: social media: new reporter added. Essure insertion year added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.